Manufacturer narrative:
Batch review performed on 25 june 2020: lot 1905106: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly swap 1 month after primary and the surgery was completed successfully.